Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, h8.

Event description:
Additionally, healthcare professional reported patient was injected the upper and lower lip 1ml (0.5ml per fold nasolabial fold). Everything was going very well for two months and then suddenly the inflammatory granulomas (hard and painful beaded type on both lips and nasolabial fold visible at rest) are currently spreading and appeared on the lips then on the nasolabial fold, to the touch it is impressive and it is visible at rest. Treatment has not been provided.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h10.

Event description:
Additionally, healthcare professional reported patient developed rapidly evolving granulomas and on the 2 sites. Symptom is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 1ml of juvéderm® volbella® with lidocaine in the lips and 1ml of juvéderm® voluma¿ with lidocaine in the sng (sub nasojugal groove). Two months post injection, patient developed "granulomas on the lips". Symptoms are ongoing. This relates to juvéderm® volbella® with lidocaine.